Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2021 regarding a patient receiving dilaudid (0.5 mg at 1.03911 mg/day) and bupivacaine (7.1 mg at 14.7553 mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2021 the patient was admitted to the hospital with uncontrolled abdominal and hip pain. The patient refused an adjustment of the intrathecal rate and was instead treated with intravenous (IV) hydromorphone. On (B)(6) 2021 the patient was insistent that the pump was the source of their pain and ascites. The hcp provided education, but the patient was insistent that the intrathecal (it) rate was decreased. On (B)(6) 2021 the patient reported controlled pain with pump and IV hydromorphone. The event was considered resolved without sequelae on that date and resulted in in-patient hospitalization. The etiology indicated that the event was related to the device/therapy, was not related to the implant procedure, and was related to the drug. Additional information received from an hcp via a clinical study indicated that the site assessed the event as being related to the it medication.